Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
Sales rep reported a right total hip revision of patient due to pain. Rep mentioned patient had devices since 1989, no specific date. No delay in surgery.

Manufacturer narrative:
An event regarding "pain, polyethylene wear, component loosening, periacetabular & femoral osteolysis" involving an unknown shell was reported. The event was confirmed. Device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: a review of the provided medical records by a clinical consultant indicated: "xrays at that time showed marked eccentricity of the femoral head within the acetabulum along with a large degree of periacetabular and femoral osteolysis all consistent with advanced polyethylene wear. The primary harm involved is component loosening and osteolysis secondary to acetabular polyethylene wear that was implanted 27 years prior. These findings are consistent with patterns of wear and resultants from this generation of implants." Device history review: not performed as the device was not properly identified. Complaint history review: not performed as the device was not properly identified. Conclusions: a review of the provided medical records by a clinical consultant confirmed that the xrays showed marked eccentricity of the femoral head within the acetabulum along with a large degree of periacetabular and femoral osteolysis all consistent with advanced polyethylene wear. Furthur it was determined that the primary harm involved is component loosening and osteolysis secondary to acetabular polyethylene wear that was implanted 27 years prior. These findings are consistent with patterns of wear and resultants from this generation of implants. No furthur investigation is required at this time. If additional information and/or device becomes available, this investigation will be reopened. Product surveillance will continue to monitor for trends.

Event description:
Sales rep reported a right total hip revision of patient due to pain. Rep mentioned patient had devices since 1989, no specific date. No delay in surgery. Event update: the primary harm involved is component loosening and osteolysis secondary to acetabular polyethylene wear that was implanted 27 years prior. These findings are consistent with patterns of wear and resultants from this generation of implants.